Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of an irregular heart beat, and it was suspected that the device may have experienced a power on reset (por). The device remains in use. No patient complications have been reported as a result of this event.